Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported the patient had a pump implanted on (B)(6) 2016 and two weeks later it was explanted due to an infection. It was noted the patient went on baclofen pills. The patient went into withdrawal the evening of (B)(6) 2017, was admitted at night to the hospital and received a new pump on (B)(6) 2017. The diagnostics performed, actions/interventions taken, and cause of the withdrawal and infection were indicated as unknown. The infection and withdrawal had been resolved.